Manufacturer narrative:
The investigation conclusion coding has been updated.

Event description:
It was alleged that a patient had a stroke while using a coaguchek inrange meter. It was also alleged that the patient received discrepant results while using the meter and a different coaguchek inrange meter. Prior to (B)(6) 2024, the patient's therapeutic range was reportedly 3.5 to 4.5 inr. After (B)(6) 2024, the patient's therapeutic range was reportedly 2.7 to 3.7 inr. The patient's testing frequency is unknown. On (B)(6) 2024, the patient reportedly had a meter result of 3.5 inr. The patient allegedly had a stroke on (B)(6) 2024. Upon arrival at the hospital, the patient allegedly had a result of 1.67 inr. The patient allegedly had an unknown emergency intervention on (B)(6) 2024 for the stroke. The patient reportedly had false aneurysms in the femoral artery on (B)(6) 2024 and received 2 thrombin injections. The patient reportedly received lovenox while hospitalized. Warfarin medication was allegedly re-introduced to the patient on (B)(6) 2024. The patient's lovenox medication was reportedly stopped on (B)(6) 2024. The patient was allegedly discharged from the hospital on (B)(6) 2024. On (B)(6) 2024 at "11h", a sample from the patient was allegedly tested using the meter, resulting in a value of 7.9 inr. On the same day at "11h", a sample from the patient was allegedly tested in the laboratory using an unknown method, resulting in a value of 5 inr. Both measurements were reportedly performed within 3 hours of each other. On (B)(6) 2024, the patient allegedly had a meter result of 5.9 inr. At an unknown time on the same day, the patient allegedly had a value of 4.26 inr when tested using an unknown laboratory method. A different coaguchek inrange meter was sent to the customer. On (B)(6) 2024, a sample from the patient was allegedly tested using the different coaguchek inrange meter, resulting in a value of 6.7 inr. At an unknown time on the same day, a sample from the patient was allegedly tested using the patient's meter, resulting in a value of 6.5 inr. At an unknown time on the same day, a sample from the patient was allegedly tested in the laboratory using an unknown method, resulting in a value of 4.49 inr. On an unknown date between (B)(6) 2024, the patient was allegedly tested for antiphospholipid antibodies (apa) and the test allegedly detected the presence of a lupus-type anticoagulant antibody. On an unknown date and using an unknown device, the patient allegedly had a result of 4.4 inr.

Manufacturer narrative:
The patient's meter serial number is (B)(6) . The serial number of the different coaguchek inrange meter was requested, but not provided. The patient's meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Per product labeling, "the presence of anti-phospholipid antibodies (apas) such as lupus antibodies (la) may lead to prolonged clotting times, i.e., they may cause false-high inr values. If you have or suspect that you have apas, discontinue testing until you discuss with your physician." Section e3: occupation is patient/consumer.